Manufacturer narrative:
H10: the philips field service engineer (fse) determined battery replacement was necessary, and successfully replaced the battery. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint reporting the v60 ventilator battery would not charge properly. The device was not in clinical use. There was no report of harm. A philips field service engineer (fse) identified a battery issue during a preventative maintenance evaluation. The fse reported the battery voltage was less than 12 volts. The battery was plugged in for 4 hours and could not charge more than 12 volts. The fse determined battery replacement was necessary.